Event description:
It was reported that patients spinal cord stimulator lead had multiple contacts out. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18565804. UDI: (B)(4).